Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The field service engineer ran tests on hardware test application to check on battery and power supply to confirm no issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keeps restarting automatically while in use. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.